Event description:
The account alleges that fluid was spilled on the right foot peddle assembly. No pt impact.

Manufacturer narrative:
The account found the switch assembly would not function. No further info is available on the repair of the bed at this time.